Event description:
It was reported that the surgeon implanted two devices that are not intended to be used together and is considered off-label usage. The unipolar femoral head was revised for reasons unknown.

Manufacturer narrative:
Na